Manufacturer narrative:
The complainant was unable to report the upn and lot number; therefore the manufacture date and expiration date are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that a wallflex¿esophageal stent was implanted in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2016. According to the complainant, the stent was placed to treat a lye stricture. Reportedly, the patient¿s anatomy was tortuous. According to the complainant, on (B)(6) 2016, during an egd, the physician noted that the stent had migrated distally. Even though the stent had migrated, it still remained in the patient¿s esophagus and the physician felt comfortable leaving the stent in place. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable